Manufacturer narrative:
(B)(4). Batch #: unk. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that the surgeon closed the jaws of the device onto tissue, went to fire and nothing happened. Did all the correct steps to reverse the knife blade, open the jaws and remove the device, but the jaws would not open. As soon as the device was out of the patient, the jaws pinged open. To remove the device surgeon stapled above and below the anvil to remove device from the patient. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/26/2022 upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested and the following was provided: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) -as far as I am aware, the patient is fine h1.